Manufacturer narrative:
This report is submitted on november 16, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced infection and subsequently, was treated with oral antibiotics for 14 days (date not reported). This report is submitted on december 18, 2023.